Event description:
It was reported that during the implant procedure, after placing the lead in several positions, the physician noted unacceptable thresholds. The device was not implanted. Patient status was reported as "fine". No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): device was returned but no anomalies were found.